Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery and the load process. Reportedly, the customer's blood glucose (bg) level ranged from 300 to the low 400's (mg/dl). The contact indicated that bg's would be resolved by changing the cartridge.